Event description:
It was reported that intermittent cartridge change errors occurred with multiple cartridges during the load sequence. Customer¿s blood glucose was not provided. Reportedly, the customer reverted to manual injections for insulin therapy.